Manufacturer narrative:
Evaluation method: the patient's garment has not yet been returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient alleged that the lifevest garment caused his blood pressure to rise, which resulted in a hospitalization. The patient reported that one of the garments was causing gong alarms, which caused him stress and resulted in the alleged rise in blood pressure. Patient support services attempted to follow-up with the patient to find out more information about the patient's alleged condition and any required intervention, but the patient has not yet been reached. The garment has not yet been returned for evaluation. A review of the patient's downloaded data does not indicate the occurrence of excessive gong alarms or a device malfunction. Since it cannot be confirmed that the lifevest caused or contributed to serious injury, reporting out of an abundance of caution. A follow-up report will be sent after the patient has been reached and more information is known regarding the incident.

Manufacturer narrative:
Evaluation method: the patient's garment has not yet been returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Additional information: follow-up indicated that the patient had remained in the hospital for about 4-5 days. The patient reported that he had become frustrated with one of his garments and his blood pressure went up due to the frustration. The patient reported that he felt "an episode coming on" during which he had difficulty talking and breathing. The patient reported that the hospital had found his lungs had filled with fluid. The patient reported that the hospital gave him oxygen and he remained in intensive care for a little while. There is no indication of a device malfunction. There is no indication that the lifevest caused or contributed to the patient's rise in blood pressure. The patient continues wearing the device and reported that he was no longer having any issues. Outcome has been corrected from "required intervention to prevent permanent impairment/damage" to "other serious (important medical events)." A us distributor reported that a patient alleged that the lifevest garment caused his blood pressure to rise, which resulted in a hospitalization. The patient reported that one of the garments was causing gong alarms, which caused him stress and resulted in the alleged rise in blood pressure. Patient support services attempted to follow-up with the patient to find out more information about the patient's alleged condition and any required intervention, but the patient has not yet been reached. The garment has not yet been returned for evaluation. A review of the patient's downloaded data does not indicate the occurrence of excessive gong alarms or a device malfunction. Since it cannot be confirmed that the lifevest caused or contributed to serious injury, reporting out of an abundance of caution. A follow-up report will be sent after the patient has been reached and more information is known regarding the incident.